Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine device check, noise, inadequate capture thresholds and low r-wave amplitude were noted. Lead will be revised.